Manufacturer narrative:
Insulin pump had blank display due to faulty interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify watchdog set test failure alarm due to blank display. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restarts. The customer¿s blood glucose level was 200 mg/dl. The customer reported error alarm occurred after insertion batter the customer was assisted with troubleshooting and the alarm history says low reservoir, low battery. The customer performed auto test and it was ok. The insulin pump will be returned for analysis.